Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged to see if it would boot up normally, and it failed. The receiver case was opened for an internal visual inspection, and passed. The battery of the receiver was removed and replaced to see if it would  turn on, and it passed. The global receiver communication tool was performed and the receiver battery was replaced with a good know battery. The receiver data log was download and retrieved and passed. Receiver functional test was performed and passed all relevant testing. Perform overnight charging and discharge test with a good know battery, passed. The reported event that the receiver ceased to function was confirmed because a defective battery assembly prevented the receiver from powering on and will ceases to function. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.